Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, confirmed foreign material, but the type of the material or root cause cannot be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope cables were loose and they experienced angulation locking malfunction. It was not specified when the issue was observed or occurred. The device was returned and during the device evaluation the following reportable malfunction was found: jet tube had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. However, in addition to the reportable malfunction of white foreign material in jet tube, the evaluation found the following non-reportable malfunction(s): plug unit was damaged; due to wear of angle wire, bending angle in up direction did not meet the standard value; probe cover had a crack; objective lens had a scratch; light guide lens had a crack; adhesive on bending section cover had wear; connecting tube had a scratch; the investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.